Manufacturer narrative:
This report is submitted on june 02, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [83274-device analysis report.pdf]

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2017 due to a non-device related medical condition. There are no plans to re-implant the patient with a new device as of the date of this report.